Manufacturer narrative:
The results of the evaluation performed indicated that the event was attributed to inadequate cleaning of the threaded hole after the machining process. No other product was found to be affected. Corrective action was implemented to peformed a "brushing" of the threaded hole in addition to the current cleaning method.

Event description:
Upon open the package during a product training workshop, metal chips were observed to be scattered/embedded in the packing material and around the blister. The event did not occur during a surgical procedure.